Manufacturer narrative:
Review of device history records. Review of the generator manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
The explanted generator was received for product analysis on (B)(4) 2013. However, analysis has not been completed to date. The return product form indicated the reason for replacement as end of service and "generator has spontaneously changed off time on two occasions." In clinic notes dated (B)(6) 2013, the surgeon reported that the patient¿s signal off-time was decreased from 15 minutes to 5 minutes, as the surgeon noted this was an excessively high off-time. The company representative followed-up with the neurologist who reported that the off time was intentionally programmed to 15 minutes. Additionally in these notes, the surgeon noted that she "looked back through notes and saw that in 2010 we had an episode where her generator had reset to an off time of 60 min and I had reprogrammed it at that time I have gone ahead today and reset her back to a 5 min off time." The programming anomaly where the off time was changed to 60 min was previously reported in mfg report number: 1644487-2013-01353.

Event description:
Analysis of the generator was completed on (B)(4) 2013. Failure to program was duplicated in the pa laboratory at two orientations. This is addressed in the physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2013 reported that when ¿checking¿ the patient¿s vns, the ¿impedance was found to be normal on one occasion and on the second occasion, they could not determine the impedance.¿ it is unclear why the diagnostics could not be performed on the second attempt to determine the impedance. Attempts for additional information, including attempts for programming data from the physician, have been unsuccessful to date. An implant card reported that the patient had generator replacement surgery on (B)(6) 2013 due to battery depletion with near end of service condition. Product return is expected, but the explanted device has not been received to date.